Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that she gave herself a bolus every four hors and all of a sudden, she passed out due to low blood glucose. Paramedics where called to assist customer at home for low blood glucose. The blood glucose reading was 20 mg/dl when the paramedics arrived. Customer stated that she had a heart attack and stated that the insulin pump was exposed to a magnetic field because she had a cat scan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.